Manufacturer narrative:
Two samples were received for further investigation with the same identifier. As no further information was provided, these tubes could not be matched with the patients involved. As both samples tubes had the same ID and as the results that were generated during the investigation were similar, both tubes may have been derived from the same patient. The high ft3 results generated by customer were confirmed. From the results of the testing, an interfering factor to the assay antibody/idiotype was identified in both samples which most likely caused the high results. This interference is discussed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
For the past month, the customer received questionable high free triiodothyronine (ft3) results. The analyzer used was cobas e601 serial number (B)(4). Data was provided for two patient samples that had high ft3 results while the thyrotropin (tsh) and free thyroxine (ft4) results for the patients were normal. The same samples were tested at another site on a cobas e601 or cobas e411 analyzer and the ft3 results were still high, while tsh and ft4 values were normal. No specific data was provided. The same samples were processed on other platforms and the ft3 results were normal, correlated with the results for tsh and ft4, and were acceptable to the clinicians. Patient sample 1 result from cobas e601 was 5.2 pg/ml. The result from a centaur analyzer was 2.2 pg/ml and from a liason was 2.3 pg/ml. Patient sample 2 result from cobas e601 was 7.2 pg/ml. The result from a centaur analyzer was 2.0 pg/ml and from an architect was <1.0 pg/ml. After three days, the ft3 values were normal at 2.04 pg/ml. It was unclear if this was the same sample or a new sample drawn from the patient. No erroneous result was reported outside the laboratory and no adverse event was reported. The reagent lot was changed but elevated ft3 results were still observed. No specific data was provided.